Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 1950 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 1919 days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one related surgery? No. Essure removal date discrepant: (B)(6) 2017. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023, new lawyer's reporter. Essure stop date updated from (B)(6) 2017, medical device removal onset date updated from updated from (B)(6) 2017. Essure removal via hysterectomy uterus and cervix added in the non-drug treatment. Annex f of international medical device regulators forum updated. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. 871973) for female sterilisation. The patient had a medical history of thyroid disorder, type 2 diabetes mellitus, hypertension, thyroid disorder, foot surgery, hypermenorrhea, dysfunctional uterine bleeding, endometrial ablation, parity 1 and gravida I. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 1951 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n essure removal date discrepant (B)(6) 2017 discrepancy noted: removal date as per argus (B)(6) 2017 as per mr: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): the patient was prepped and draped in the dorsal lithotomy position. The speculum was placed in the vagina and the cervix was grasped with a single tooth tenaculum. The hsg cath was inserted, and dye was injected. No patency was observed, and implants were in good position. Fluoroscopy was used to observe pre mid and post injection. Final picture was saved. Procedure without difficulty. [Pathology test] on (B)(6) 2017: both fallopian tubes were serially sectioned and revealed no evidence of essure coils or other gross abnormalities. Pre-operative diagnosis uterine mass. Post-operative diagnosis pending. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 1950 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. 871973) for female sterilisation. The patient had a medical history of thyroid disorder, type 2 diabetes mellitus, hypertension, thyroid disorder, foot surgery, hypermenorrhea, dysfunctional uterine bleeding, endometrial ablation, parity 1 and gravida I. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 1951 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n essure removal date discrepant (B)(6) 2017 or (B)(6) 2017 discrepancy noted: removal date as per argus (B)(6) 2017 as per mr: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): the patient was prepped and draped in the dorsal lithotomy position. The speculum was placed in the vagina and the cervix was grasped with a single tooth tenaculum. The hsg cath was inserted, and dye was injected. No patency was observed, and implants were in good position. Fluoroscopy was used to observe pre mid and post injection. Final picture was saved. Procedure without difficulty. [Pathology test] on (B)(6) 2017: both fallopian tubes were serially sectioned and revealed no evidence of essure coils or other gross abnormalities. Pre-operative diagnosis uterine mass post-operative diagnosis pending lot number: 871973 manufacture date: 2011-06 expiration date:2014-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.